Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had intermittent audio output, in addition to an adverse event that occurred. The patient reported not hearing her low alert while driving, when she noticed she was weaving in and out of lanes. The patient called california highway patrol (chp) and chp called emergency medical teams (emt) who then treated her with glucose gel and took her to the a medical center at 1:30 pm. The patient's blood glucose (bg) at time is unknown. At time of contact the patient was in stable condition. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.